Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged during a surgery. This ra lead was reprogrammed and will likely be repositioned. No adverse patient effects were reported. The ra lead remains in service.additional information received that this ra lead had not been repositioned as the sensing has improved. It was then reprogrammed back due to atrial fibrillation (af). No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.